Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motion sensor test failure. The customer's blood glucose level was unknown at the time of incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received motor error alarm during rewind due to motor encoder out of phase. Unable to verify motion sensor test failure alarm due to motor error alarm. Unable to perform displacement test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to constant motor error alarm. No cosmetic damage noted.